Event description:
It was reported that the patient had an unrelated surgery on (B)(6) 2021 prior to which the ipg was not put into surgery mode. Afterward, the ipg was unable to communicate with external device. Troubleshooting resolved the issue.

Manufacturer narrative:
The device was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.